Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion and weight to the spec. A microscopic analysis was performed which identify four punctured in the anterior side. Based on the device analysis the final assessment is: four puncture opening on anterior due to surgical damage like.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.